Event description:
It was reported that the subtraction run went black on the 9800 system during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive was reformatted and the software was reloaded. The candle sticks were re-greased during the service call. The system was tested and found to be working as intended and put back into service.